Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was explanted and replaced due to dislodgement. The patient was in good condition following the procedure.